Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda) and complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient anatomy included a long posterior leaflet, large posterior leaflet prolapse, redundant posterior leaflet tissue and a thickened anterior leaflet. The clip delivery system (cds) was advanced into the anatomy and the clip grasped both leaflets. Leaflet insertion was performed and it was felt that there was sufficient leaflet grasp. The clip was deployed; however, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet. The clip appeared to turn, then detached from the posterior leaflet. The clip then embolized to the left atrium. The clip was snared and removed from the anatomy. The procedure continued with implant of an additional clip, reducing the mr from grade 4 to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported incomplete coaptation (intraprocedure), expulsion (complete clip detachment), migration (partial clip movement), and poor image resolution could not be replicated in a testing environment as they were related to patient anatomy or procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of embolism as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation/slda appears to have been a result of challenging patient anatomy, as the thickened anterior leaflet likely contributed to the clip detaching from the anterior leaflet. The reported migration (partial clip movement) and expulsion (complete clip detachment) appear to have been cascading events of the reported incomplete coaptation/slda. The reported embolism appears to have been a cascading event of the reported expulsion (complete clip detachment). The reported poor imaging appears to have been a result of procedural conditions. The reported removal of foreign body and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.